Event description:
It was reported that the patient underwent a gynecological procedure (B)(6) 2012 and mesh was implanted due to stress incontinence with intrinsic sphincter deficiency. It was reported that the patient was implanted with a mesh on (B)(6) 2016. It was reported that she experienced recurrent intrinsic sphincter deficiency resulting in urinary leakage, vaginal pain and bleeding, dyspareunia, and dysuria. It was reported that the patient underwent a procedure partially removing the mesh and the mesh on (B)(6) 2016. During the surgery on (B)(6) 2016, doctor implanted a mesh. No additional information was provided.

Manufacturer narrative:
This emdr represents supplemental report # (B)(4) for previously submitted MDR number 2210968-2019-78783, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.